Event description:
It was reported that a patient underwent revision (hip, left) due to cup and stem loosening 3 years and a half after implantation. No additional patient consequences were reported. This event was reported through njr (national joint registry - UK) report: review the performance of implants following a review of the data conducted in march 2019 on aura ii : on 304 primaries surgeries, 33 have been revised.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h2, h3, h4, h6 an h10. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. A complaint extract was done regarding revision due to loosening: - 1 complaint (1 product), this one included, has been recorded on alize ii cup ha 52, reference p0407h52, from 1 january 2017 to 1 july 2020. - 1 complaint (1 product), this one included, has been recorded on alize ii cup ha 52, reference p0407h52, batch 0000158781. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Alize acetabular liner 28 x 52mm, reference (B)(4), lot 000204727. Biolox forte modular ceramic head 28mm standard neck 12/14 taper , reference (B)(4), lot 1099547. Aura ii hip ha coated left size 5, reference (B)(4), lot 000137042. Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that a patient underwent revision (hip, left) due to cup and stem loosening 3 years and a half after implantation. No additional patient consequences were reported.